Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Upon receipt of operative notes it was discovered that this patient has previously underwent a hip revision on due to dislocation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is 2 of 2 for the same patient. (B)(4). Concomitant medical devices: 00771100900, femoral stem, lot #63186361; 00875705201, shell with cluster holes, lot #63182404.

Event description:
The patient's hip was revised 1 month post op due to dislocation. A new head and liner were implanted.